Event description:
It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the lead was unplugged and a new leads implanted for optimal coverage. Effective therapy was restored post operatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.